Manufacturer narrative:
The autopulse platform in this complaint will not be returned to zoll for evaluation. The customer was able to clear the user advisory (ua) 45 (not at "home" position after power-on/restart) with the help and guidance received from zoll. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message that could not be cleared despite double checking the lifeband placement, replacing the lifeband, and other troubleshooting ideas. Upon follow up, the customer was able to follow the ua45 error code troubleshooting guide and fixed the issue. The board is fully functional and has been put back into service. No patient involvement.